Manufacturer narrative:
(B)(4). A date of the event could not be obtained from the customer. Samples from the customer were only recently received and the evaluation is still ongoing. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states increased platelets clumps and clotted specimens. Tubes seem to be slow to fill. They suspect it could be tube vacuum related. They have seen this increase in clotted specimens and increased platelet clumps since they moved from bd to greiner. The site has not documented formally the occurrences. When asked if this occurs when a particular device is used, the customer advised all collection devices seem to be similar. The tubes are properly filled to the fill mark +/- 10%. They are compliant with inverting the tubes 5-10 times once removed from the holder after collection. No photos available due to hospital policy related to photography in the facility.

Manufacturer narrative:
No samples were received for 454209/c2106337. Due to insufficient information the cause for the alleged malfunction for this partion cannot be determined. Received 50pcs 454209/c2111333 and 50pcs 454209/c211134n for evaluation. We have no remaining inventory of either material/batch. We have no further complaints for either material/batch. We forwarded the complaint and customer samples to affiliated location in brazil for their investigation and comments. According to their investigation and comments, the samples were tested for draw volume and additive concentration and all results meet specifications. A review of production documents did not reveal any deviations which could be associated with the reported errors. Tubes were verified to be correctly assembled with no deviations observed. Additive content was found to be within specification in all tested samples. No deviations could be observed in the tested samples. The alleged malfunction for this portion of the complaint cannot be confirmed. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.